Event description:
The customer reported that while in fluoro, lines come onto the screen.

Manufacturer narrative:
The ge service rep repaired the cine image errors by replacing the cine bridge pcba and backplane pcba. The system was then checked for errors and is now working as intended.